Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation, and the reported event could not be confirmed. A clinical analysis indicated that without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document was conducted. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file, as traumatic injury and overuse. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the product and / or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to the breakage of the intertan nail.